Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardiac monitor (icm) exhibited oversensing due to electromagnetic interference (emi).no changes or interventions were performed; the icm will be monitored. The patient had no consequences.